Manufacturer narrative:
The reported event of early battery depletion was confirmed. Device was at elective replacement indicator (eri) voltage level when received. Analysis of device image indicated high current drain recorded in the battery trend data, which resulted in premature battery depletion. Further testing performed noted the high current drain was isolated to a leaky capacitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported device was programmed with low stimulation values and device suspected reached elective replacement indicator (eri) prematurely. Device was replaced and patient was stable.